Manufacturer narrative:
The customer reported the device did not alarm when it shut down. The patient¿s admitting diagnosis was acute hypercapnic respiratory failure likely d/t copd exacerbation, confusion, acute renal impairment on top of chronic kidney disease, and hyperkalemia. The patients condition and prognosis was reported to have been "poor".

Manufacturer narrative:
At the request of the va medical center philips product support representatives traveled to the customer facility to meet with representatives of ecri and the va medical center to evaluate the device. The diagnostic report supports the claim that the v60 stopped working on december 15th 2016, but this stoppage would have been accompanied with a power fail alarm that lasted a minimum of 2 minutes and typically 6 minutes. The performance verification performed, while we were on site, did confirm that the power fail alarm sounded for a minimum of 2 minutes. The customer was requested to return the pm pcb for analysis.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device shut down while in use. The customer reported the patient expired.